Event description:
In 2006, patient had mediport placed in the right subclavian for IV access for chemotherapy. In 2007, she went for therapy and the staff was unable to use her mediport as there was an identified problem at the site. She was sent to follow-up with her surgeon. She had an x-ray done confirming the fact that there was a 7-8 cm fracture fragment of a catheter in the region of her superior vena cava. In the following day, the fragment was successfully removed using invasive radiology procedures.